Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hinz m, weyer m, brunner m, fritsch l, otto a, siebenlist s, achtnich a. Varus osteotomy as a salvage procedure for young patients with symptomatic patellofemoral arthritis and valgus malalignment at short- to mid-term follow-up: a case series. Arch orthop trauma surg. 2024 apr;144(4):1667-1673. Doi: 10.1007/s00402-024-05212-w. Epub 2024 feb 22. Pmid: 38386061; pmcid: pmc10965738. Objective/methods/study data: the aim of this retrospective study was to achieve neutral alignment in all osteotomies.this study also was to report the clinical, functional and radiological outcome following varus osteotomy as a salvage procedure in young to middle-aged patients with patellofemoral arthritis (pfa) and associated valgus malalignment.it was hypothesized that a significant improvement in knee function and reduction in pain would be achieved. Between august 2012 and january 2020, a total of 12 patients (14 knees) were included in the study. Consist of 66.7% female with the mean age of 33.8 ± sd 6.6 years. These patient treated with tomofix® medial/lateral distal femur plate, depuy synthes, umkirch, germany) with the minimum follow-up of 24 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes tomofix® medial/lateral distal femur plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: tomofix plate/screws (qty 2). 2 re-osteosyntheses were performed 5 and 11 months postoperatively, respectively, due to loss of correction and delayed union.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.